Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an occlusion noise advisory occurred during aspiration stage. The procedure was completed with no patient harm reported. Additional information was requested; however, none has been received to date. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. No occlusion noise was detected when functional testing occurred. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).